Event description:
Spontaneous call. Subq remodulin patient using ms3 pump. Spoke with patient for monthly consult. Patient reports problem with one pump. Patient reported that she went to the hospital last night ((B)(6) 2022). Last subq site change was (B)(6) 2022. Patient stated that not getting meds then checked the new subq site then the meds started infusing-patient experienced headache and body aches. Patient currently using the pump due for maintenance (B)(6) 2022. Doctor aware. Patient does not have a working back up pump because the pump lost programming. Serial number (B)(4), maintenance due (B)(6) 2022 for the pump that lost programming. No other information is known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.